Event description:
It was reported that during a procedure at the user facility the smoke evacuator failed during the case. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.